Event description:
Medwatch report explained that a programmable valve (inline valve with siphonguard) had been implanted. However, the valve was later removed and replaced less than 3 months later due to a tear in the first valve.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.